Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right ventricular (rv) lead exhibited high capture threshold. During the rv lead revision procedure, it was also noted that the left ventricular (lv) lead and the right atrial (ra) leads were adhered to rv lead. All of the leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.